Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off unexpectedly. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) checked and found logs reported 111, 112 and 118 errors. Fse replaced executive processor board. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-0770 sn: (B)(6) exec. Processor board. This part was received with a reported unit failure message of powered down 111, 112, 118 errors in logs. Performed visual inspection of this part received and part looks to be in condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of power down for unit and observed any error logs while testing. Also, the failure analysis and testing department let the unit pumping for 2 hours. Exec. Processor passed testing. Sending board to the supplier as per procedure. The fat dept received pn: 0670-00-0770 sn: (B)(6) exec. Processor board from the supplier. The supplier evaluation states the following: 1. Perform visual inspection: result: c1 missing component. 2. Aoi inspection: results: no defect. 3. X-ray inspection: results: no defect. 4. 1-wire test: results: pass. 5. Ict testing: results: ict-0003 - fail. 6. Hipot testing: results: 2.02ma - pass. 7. Fct testing: result: passed. Supplier's failure analysis: failed c1. The fat dept will retain this part and process it for scrap as per procedure.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h11.